Event description:
Report from (B)(6) stating the device had cord damage. The device was not used in surgery. It is unk if injuries or medical intervention were reported. No additional info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The reported problem of "hose damage" was confirmed. During the pre-repair diagnostic assessment, there was a hole found on the hose. If additional info becomes available, a supplemental report will be sent. (B)(4).